Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, a catheter revision surgery was performed to replace the catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a catheter access port dye study, the catheter was observed to be leaking midway. No patient effects were reported.

Manufacturer narrative:
Device evaluation summary: visual inspection was performed on the returned catheter. The reported event was confirmed. The catheter damage was reproduced at flowonix using a demo catheter. (B)(4).